Event description:
It was reported that a minimum fill notification occurred when pump operated without cartridge loaded. There was no reported impact to the customer¿s blood glucose level. Customer planned to load cartridge at later time, and no further actions were documented.